Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the laparoscope, gynecologic had minor dents on the outer tube. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device found cut in the cable unit. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
This report was sent in error cable unit cut would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from customer.